Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2022 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7047616, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.